Event description:
The customer reported that the unit turns on/off while trying to acquire a 12 lead.

Manufacturer narrative:
(B)(4). The customer reported that the unit turns on/off while trying to acquire a 12 lead. There was no reported adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.